Event description:
It was reported that the tulip of an es2 integrated blade screw disengaged from the screw shank intra-operatively and that the screw shank remains implanted in the patient. The surgery was completed with a 90 minute surgical delay. It was further reported that the patient's hospitalization was extended by three days.

Event description:
No new information.

Manufacturer narrative:
H6. Coding has been updated to reflect completion of the investigation.